Event description:
Additional information was received. It was reported that the patient required re-operation due to the deviation from the plan. According to the surgeon, the inaccuracy was observed after the laser ablation step. Angular deviation was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that after the the site had placed a thermal therapy system catheter using the automated trajectory guidance unit and found that one of the trajectories was inaccurate. The amount of inaccuracy was unknown. It was noted that the surgery needed to be rescheduled. The surgery went as planned, but not all of the target tissue was able to be ablated. The remaining target tissue needed to be ablated in another surgery. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0: product ID: 29631, serial/lot #: (B)(6): h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.